Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25673. It was reported the patient (B)(6) lost stimulation. Additionally, it was reported only one of the patient's lead tails is connected to the ipg. Reprogramming to provide resolution resulted in the patient experiencing overstimulation in the left leg. Lead diagnostic testing revealed invalid and low impedance measurements. In turn, the patient may have x-rays taken at a later date to troubleshoot the issue.